Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the vessels were reported to be excessively tortuous and calcified. It was reported that when the handle was rotated the stent graft did not deploy. The quick release button on the delivery system was checked and confirmed it was engaged. The device was removed from the patient and another aneurx device was successfully used to complete the case. The delivery system handle was discarded.